Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular (rv) lead. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.